Event description:
My mother being moved via a hoyer lift from bed to broda chair. Hoyer lift broke, malfunctioned and or not used properly and my mom fell to ground from hoyer lift. Appears hoyer lift broke / came apart?? Mom sent to hospital came back to her community died on (B)(6) 2023 approximately 2 weeks later.